Manufacturer narrative:
Analysis was performed by a philips remote clinical support engineer (rse) which included communication with the customer and verifying the alarm settings. The results of the analysis confirmed the reported issue is due to user knowledge. The customer expected a red alarm for leads off but the rse explained that red alarm occurs only if all ECG leads are off not just one or two. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to user knowledge. The issue was resolved by providing education material to the customer. A review of the service history for this device confirm the problem has not been reported again for this device.

Event description:
It was reported that the customer needs help in checking the alarm configuration for lead set unplugged to ensure it is set to red and not yellow. The device was in clinical use. There was no report of patient or user harm.